Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received not deployed. Download data revealed rotational sensor malfunctions during first prime which caused first prime to end early and the pod to not deploy confirming the reported event. The ratchet gear was observed to be behind the position where the device would deploy. The device was unable to complete a rerun due to communication issues and deployed as intended upon manual rotation of the ratchet gear. Scratches were observed in a contact area on the commutator cap. It could not conclusively be determined if this damage contributed to the observed rotational sensor malfunctions due to not being able to complete a rerun. The exact cause of the rotational sensor malfunctions could not be determined.